Event description:
The customer reported that on (B)(6) 2014, his blood glucose (bg) levels ranged from 248 to 386 mg/dl. On (B)(6) 2014, his bgs remained elevated between 300 to 400 mg/dl. When the pod was removed, his bg level was 500 mg/dl, and he gave himself a manual correction. When the pod was removed, it was noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.